Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by cloudy peritoneal effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of peritonitis was unknown. The patient was treated for 21 days with unspecified antibiotics used with extraneal solution. After only two days of the antibiotic treatment, the patient was feeling much better. At the time of this report, the patient was not recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.